Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - ni; expiration date - ni; date implanted - ni; initial reporter - ni; manufacture date ¿ ni.

Event description:
Patient has been indicated for a revision due to an unknown reason. No revision has been reported to date.